Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Summary: it was received for analysis an empty opened foil, a detached needle and a dispensed suture of product. During the visual inspection of the needle the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2020 and the suture was used. During procedure, the needle popped off of the device. A similar device was used to complete the case with no patient consequences.